Event description:
Healthcare professional reported a left side "baker IV capsular contracture, calcified granuloma, deflating left side saline breast implant, painful breast, deformity¿. Healthcare professional later reported ""calcified granuloma... Large umbilical hernia, abdominal pannus with rectus diastasis, lipodystrophy of pubis, bilateral hips and medial thighs." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h.6. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and deflation.

Event description:
Healthcare professional reported a left side "capsular contracture, baker grade IV, calcified granules, deflating left side saline breast implant, painful breast, deformity¿. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Lab analysis: based on the product analysis performed, the assessments of the complaint codes are: visibility/palpability: unable to observe as it is not related to the manufacturing process. Deflation: not observed. Capsular contracture: unable to observe as it is not related to the manufacturing process. Calcification: not observed. Chest pain: unable to observe as it is not related to the manufacturing process. Granuloma: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases, wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d1, d.2a, d2b, d4, d9, h3, h4, h6.

Event description:
Healthcare professional reported a left side "baker IV capsular contracture, calcified granuloma, deflating left side saline breast implant, painful breast, deformity¿. Healthcare professional later reported "calcified granuloma...large umbilical hernia, abdominal pannus with rectus diastasis, lipodystrophy of pubis, bilateral hips and medial thighs." Device has been explanted.